Event description:
It was reported via repair work order that the foot section lift was stuck in the up position due to lift motor was out of recalibrated. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.